Manufacturer narrative:
Analysis of the device was completed on 18feb2016. A review of the manufacturing records for (B)(4) revealed no discrepancies relevant to this reported event were noted. The evercross balloon was received within a hospital basin. No ancillary devices or cines from the procedure were received for evaluation. Biological residue was noted within and on the balloon chamber of the dilatation catheter. All components of the dilatation catheter were accounted for. The proximal end of the balloon chamber was examined. Nothing was noted that would have prevented deflation of the balloon. The length of the balloon chamber was examined under microscope: no witness mark of balloon chamber material twisting was evident. The guidewire lumen was flushed and a 0.035¿ guidewire was loaded through the distal tip of the catheter with ease. A water filled syringe was attached to the y-manifold and the balloon chamber was inflated. A pinhole leak was noted. An absorbent cloth was placed over the section of the balloon chamber that contained the pinhole leak caused by the needle. Under microscope the balloon chamber was inflated and deflated several times. The length of the catheter was examined visual, tactile, and with the aid of a microscope: no witness marks of kinks were noted. The working length of the catheter was measured and no stretching was observed. A stretched catheter would have reduced the inflation lumen cross section and hinder fluid movement. The customer experience that the balloon chamber was pierced by a needle was confirmed. The root cause of the evercross catheter being unable to deflate could not be determined.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
The balloon would not deflate at the superficial femoral artery lesion site therefore a needle was inserted through the patients thigh under ultrasound guidance to puncture the balloon. The device was able to be removed from patient. The patient died in hospital following procedure.